Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their implant battery didn't seem to hold a charge for more than 24-48 hours. Patient said when implanted in march, the implant was lasting 2-3 days, which was the charge frequency they had with the old device and that's why they did the change out, but patient didn't know if that was what should be expected. Patient said recently the recharging frequency had been worse. Patient then said for the last 3-4 weeks, they had been getting the settings not available message all the time on group c and weren't able to increase stim. Patient tried decreasing stim by a couple points, but then wouldn't let them raise stim back up. Agent reviewed message meaning and patient confirmed they had different letter groups programmed in. Patient had tried groups a and b, but said group a was unbearable, and they hadn't tired changing stim on b yet. Patient confirmed they could increase stim on group b, but group b doesn't hit the spots they wanted stim to. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they still go to osu, but dr. Yang moved away and patient doesn't know who will be taking over their care now.